Manufacturer narrative:
B3 date of event was estimated based on the aware date as the event date was not provided.

Event description:
It was reported that stent fracture occurred. A 3.0 x 32 synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the stent broke before being deployed. No patient complications were reported.

Event description:
It was reported that stent fracture occurred. A 3.0 x 32 synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the stent broke before being deployed. No patient complications were reported. It was further reported that the middle shaft of the stent fractured outside of the body. The device was simply removed, and a new stent was inserted. The patient was stable post-procedure.